Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2021 for 1 day. Customer's blood glucose level was 396 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip and manual injection at the hospital. Customer's current blood glucose level was 142 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of the event. Customer stated that they performed high pressure test and insulin pump passed it. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.